Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-03193. It was reported the patient's system was autoreducing. High impedances were observed on one of the patient's leads. The patient was reprogrammed, but the issue persisted. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had the impedance and autoreducing issue, so both are being reported.